Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "system shut down on its own" (loss of power). A customer reported the system shut down on its own with no system warning message. The system was successfully rebooted and the cases were completed. There was a 5 minute delay. This event occurred as they wheeled the unit into place to start the case. The patient had been prepped and topical anesthesia given. There was no patient harm reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The power supply, power cord, and host module were replaced as a preventative measure. The system was then tested and met all product specifications. Samples were sent in for in-house evaluation is now in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).